Event description:
The customer reported the ventilator alarmed indicating a 35 volt supply failed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up will be submitted once the investigation is complete.

Manufacturer narrative:
Contact office: correct contact address. (B)(4).